Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector won't latch) has been confirmed. Upon investigation the monitor latch failure was able to be duplicated. The monitor's electrode belt connector was damaged and unable to securely latch with an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor connector was unable to securely latch with an electrode belt.